Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 cerelink monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, this complaint type/reason has been investigated under a corrective and preventative action (CAPA) and root cause was determined to be electrical noise interference. To address this problem, the team has implemented a specific patient reference line in the cerelink extension cable. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Event description:
A facility reported a cerelink monitor displayed an error message: "sensor or extension cable failure". Box and cable were replaced without success. According to information provided, it is unknown if there was patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.